Event description:
Situation: blunt fill needles by bd are having issue of not pulling up enough fluid. Background: registered nurse (rn) was pulling up amp for a patient and when rn went to go draw the amp up, rn was short. Rn noticed that after putting the sterile water into the amp there was a lot of pressure and spraying of the sterile water. Today while md was drawing up lidocaine for circumcision procedure, md stated it was difficult to pull the solution from the vial using that needle. Assessment: new revision of bd needles are defective or not of quality. Recommendation: new brand. Know we carried this brand before and it was not a problem so may be the lot. No patient harm in this event, meeting resistance when drawing up fluids with the blunt tip needle from vials. The product involved was disposed.